Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been two other similar complaints reported in the lot number. Additional info was requested. (B)(4).

Event description:
A doctor reported that one day after a shunt was implanted, it was touching the iris. There is no harm to the pt, and the shunt remains implanted. Additional information was requested.